Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event was isolated to the inner coil clogged with blood.

Event description:
It was reported that during initial implant, a stylet could not be fully inserted into the lead. The lead was not used and was replaced. The patient was stable.